Manufacturer narrative:
D5,6;h4: info unavailable, device returned with no lot or batch ID. Results of evaluation: conclusion: based on the visual examination, it was confirmed that it was the inner gasket that had become dislodged (it was received in a sealed pouch). No conclusion could be reached as to how the gasket became dislodged.

Event description:
During an unk procedure the white seal for the 45 degree flapper valve fell into the abdomen. There was no consequence to the pt. 1/27/97. Another trocar was not needed to complete the case. The seal was retrieved laparoscopically. Clinical follow up. 1/27/97 1515 office closed for lunch. 1/27/97 1620 message and 800 # left for surgeon to call back. 1/28/97 1350 nncl sent.